Event description:
It was reported that the patient hadn¿t had their implant in their stomach for his back checked in 17 years or turned on in 7 years. When he would lay down certain ways, his whole body would pulse. At the time of this call, the patient was lying on his couch on his back and he was feeling a vibration from his toes to his butt and tingling. These issues had been going on for a week. They further reported that their device was no longer working. They met with a surgeon who told them that too much scar tissue had formed to remove the leads. If the patient wanted, they were told the ins could be removed but not the leads. Follow-up determined that the patient had not been seen since 1998. As of that time, there had not been a 50% or greater reduction in symptoms. A different doctor was mentioned that had done follow-up with the patient and had performed reprogramming. The patient had lost therapeutic effect that was gradual. Further follow-up was performed with the other doctor to determine if any troubleshooting had occurred, if the cause of the event had been determined, if any actions were taken for resolution, and how the patient was doing. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID 3587a, lot# l49163, implanted: (B)(6) 1998, product type: lead. Product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient gets nerve spasms in their right side. The first time it happened was when the patient was taken off of their pain medication. When the spasm occurred they fell in the bathtub and smashed their head. The patient mentioned having multiple back surgeries prior to being implanted with their scs system to treat chronic sciatica. When the device was working they were able to run and play ball and had no problems. They are scheduled to meet with their health care provider (hcp) on (B)(6) 2015.

Event description:
Additional information received reported that the patient had an attorney who wanted to know how often the patient was supposed to have their spinal cord stimulation (scs) system checked. The patient had had the device for 17 years and never had any follow-up care. They were given 2 options: leave it in or take it out. This event will be updated if additional information is received.